Manufacturer narrative:
During investigation testing, the reported beat rate issue was reproduced. The root cause was determined to be a malfunction of the primary motor controller printed circuit board assembly (pcba). This issue will continue to be monitored and trended in the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
While performing functional testing, a syncardia technician reported that the freedom driver did not reach the specified beat rate values.